Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately three years, two months post implant of this annuloplasty ring, this device was explanted and replaced. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this ring was explanted and replaced due to moderate valvular regurgitation. Additional information was requested, but was not provided. No other adverse patient effects were reported.

Manufacturer narrative:
It was reported that the device was replaced due to mitral regurgitation. (B)(4).